Event description:
It was reported that the device was explanted and replaced due to high left ventricular (lv) lead outputs. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were high lv thresholds. A venogram was planned, with possible lead replacement, but the lead remains in use at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg biv ICD, implanted: (B)(6) 2012; 5076-45 lead, implanted (B)(6) 2005. (B)(4).